Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error. The customers blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed insulin flow blocked during the basic occlusion test and force sensor test and failed the prime test due to moisture damage force sensor. Device received with moisture damage on the electronic and motor assembly. Device passed the displacement test, rewind test, occlusion test, sleep current measurement test, active current measurement test and self test. No motor error alarm noted.